Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. After activation, it was noticed an opening of the staple line on the stomach. All the staples were not released. Some staples are still present on the device (on the edge of the cartridge jaw) and a few staples are present on the tissues. The surgeon used another like device and finished the procedure with no issue to the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.